Manufacturer narrative:
It was reported that the rubber end of the device "split" causing the customer to fall into the shower door. It was reported that his back hit the step of the shower and caused bruising that was so painful he required "norco". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device "split" according to customer.